Event description:
On (B)(6) 2022 customer reported that they obtained four false negative results when using alere hcg cassette, product code: 4551149016, lot: hcg2052076 and hcg2052068. Date of occurence unknown. This MDR is raised for lot: hcg2052068. Although requested, no further information was provided. Due to insufficient information provided unable to identify any misuse or deviation against the package insert.

Manufacturer narrative:
Investigation results: review of batch history record and deviation history confirmed no relevant non-conformance's and deviations and the quality control (qc) release data met qc specification. Customer's observation was not replicated in-house with retention products. Retention devices were tested in-house clinical. All results were negative at 3 minutes read time and met qc specification. All retained devices showed expected positive results. False negative results were not observed. Manufacturing batch record review did not identify any abnormalities. Due to insufficient information provided and no patient specimen returned for analysis. Root cause could not be determined. In conclusion, customer reported issue was not replicated. No product deficiency was identified during this investigation. This complaint will be tracked and trended. It was reported that the customer experienced multiple false-negative results with 2 different lots. This MDR is related to MDR 3005641941-2022-00003.